Manufacturer narrative:
The device associated with this report was not returned for evaluation. A complaint database search found several addition related issues reported against the sp*2 femoral impactor (966180) and the root cause was attributed to product wear out. Although previous investigations found the root cause to be product wear out, this investigation could not verify or identify a root cause with the information provided. The need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The issue had occurred during use on patient but was only noticed at the end of the procedure. The impactor had been broken, the plastic had come away from the metal component whilst the surgeon was impacting with it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.